Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a proglide device after an intervention procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device indicated a cuff miss occurred as evidenced by the suture being returned with the posterior needle tip loose. The needle tip was undamaged with no indication of engagement or detachment with the cuff. A needle to cuff miss would prevent harvesting of the suture. The analysis did not indicate any evidence of a product quality deficiency. During testing, a proxy plunger was inserted into the device and the needle trajectory was acceptable. The needle trajectory and mandrel travel are inspected and verified for each device. These findings are consistent with and confirm the reported needle to cuff miss. To assure that all products perform according to specifications they are subject inspection during manufacturing and a quality control audit inspection is performed. Based on the analysis, inspection criteria and reported information, the needle to cuff miss in this case and subsequent failure to achieve hemostasis with this device appears to be related to operational influences and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.